Event description:
An attempt was made to use one 7f launcher guide catheter during a coronary angiography in a coronary artery with 100% chronic total occlusion (cto). A radial approach was used. The device was inspected with no issues. The device was prepped per IFU with no issues. It was reported that a device detachment occurred during delivery to/at the lesion. It was detailed that there was stress on the guide catheter, which was cut in two in the artery. A section of the guide catheter approximately 25 cm, came out and the other section of the guide catheter, approximately 75 cm, remained in the patient's artery. The detached fragment of guide catheter was removed by a vascular surgeon. No further patient injury was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis summary: analysis of the returned guide catheter confirmed a detachment of the shaft. The material on both sides of the detachment site was twisted and the braiding was exposed. The characteristics of the material at the detachment site indicate that the shaft was twisted tortionally multiple times, causing the shaft to detach. Further tortional kinks were noted distal to the detachment site. No damage to the tip. No damage evident to the remainder of the device. Additional information: one still procedural image received from the facility. Image depicts a detached section of a launcher guide catheter in the patient¿s arm. Two arrows are visible on the image, the blue arrow is pointing to the launcher segment, the red arrow is pointing to a myocardial biopsy forceps. The launcher twisted, with the 0.035 non-medtronic guide inside. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the launcher broke into two pieces, and was not deliberately cut. The launcher twisted, with the 0.035 guide inside. The detached part remained in the patient's arm. First, an attempt was made to to remove the launcher with a myocardial biopsy forceps but without success. Then, a vascular surgeon performed a mini surgery, opening at the arm to the humeral artery, to successfully remove the catheter. The cto angiography was performed 15 days after this event via the left radial route, and was carried out successfully. Image analysis: two still images were received for analysis. First image depicts a launcher guide catheter in a clear plastic bag. A detachment is evident to the catheter with severe twisting visible at the detachment site. Second image depicts a launcher guide catheter in a clear plastic bag. A detachment is evident to the catheter with severe twisting visible at the detachment site. Kinks, flattening and torsional kinks are evident to the catheter shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.